Event description:
During embolization of a basilar artery aneurysm with a size of 2mm x 2mm x 2mm the surgeon could not deploy the enterprise stent (enc452212/10367365) at the target lesion and it could not be withdrawn from the patient. The stent had reached the target lesion. The microcatheter (details unknown) was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the catheter to deploy the device. The device had been recaptured. It is unknown how many times. The device could not be removed and the microcather had to be removed with the product. The stent was separated from the delivery system during removal. The surgeon had to change another stent to complete. No adverse event occurred on the patient. There was no significant clinical delay as a result of the issue. Nothing unusual was noted about the system prior to use. An adequate continuous flush was maintained through the catheter. The microcatheter was not reshaped.

Manufacturer narrative:
Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10367365. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Manufacturer narrative:
One non sterile enterprise and delivery wire was received coiled inside a plastic bag. The enterprise stent was received deployed without any visual damages. The delivery wire presented no visual damages. The involved microcatheter was not received for analysis. No anomalies were observed on the received unit. The enterprise stent was inspected under a microscope and no damage was found. The functional analysis was performed successfully without stent. A lab sample microcatheter was used to perform the functional analysis. The delivery wire (without stent) was able to go through the microcatheter and withdrawal without any resistance or friction. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10367365. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failures stent ¿ deployment difficulty and delivery wire - withdrawal difficulty reported by the customer could not be evaluated since the stent was received deployed and the involved microcatheter was not received for analysis. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.